Event description:
The nurse call server failed.======================manufacturer response for nurse call, hill-rom (per site reporter).======================hill-rom ordered a new server, replacing the old one.